Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed battery run test on both batteries. Both batteries passed and were able to fully charge. The mains plug and line cord retraction systems were checked and were confirmed to be in good condition. It was determined that the event was caused due to user error. The iabp was returned to the customer for clinical use.

Event description:
It was reported that while transferring the patient from the cath lab to critical care unit (ccu), the screen of the cardiosave intra-aortic balloon pump (iabp) displayed the battery indicator for battery 2 was empty and battery 1 as having one bar. The staff nurse unplugged the iabp¿s power cable from the main ac and the iabp unit turned off. The nurse then replaced the cardiosave iabp with a cs100 to continue therapy and was able to transfer the patient to ccu. The patient¿s condition and vital signs were stable. The patient was later transferred to national heart centre singapore (nhcs). No adverse event was reported.